Event description:
It was reported by service report that the foot-end lift was stuck up high, and would not lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: foot-end lift stuck at a high position due to a foot-end lift motor coupler and a faulty lift potentiometer.